Manufacturer narrative:
Visual analysis was performed on the returned product. The reported bends and separation of the barewire were confirmed. The reported difficulty advancing was unable to be confirmed as it was related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulty advancing, bends, and core separation were related to procedural circumstances. Based on the reported information and evaluation of the returned device, it is likely that the difficulty advancing was due to interaction with the 90% stenosed lesion. Additionally, it is likely that advancing against resistance, the tip bent, and the core ultimately separated but remained intact with the tip coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that large emboshield embolic protection system (eps) was used in a procedure to treat a 90% stenosed de novo lesion in the left internal carotid artery with mild calcification and mild tortuosity. The eps was advanced with resistance due to the anatomy and the tip of the barewire was noted to become bent in the delivery catheter (dc). The barewire was also noted to be separated (not in two pieces) distal to the step solder. Therefore, the eps was removed. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another emboshield nav 6 eps was used in the procedure. No additional information was provided.